Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/21/2023, it was reported by a sales representative via sems that an ar-13995n multifire scorpion needle distal tip broke off inside the patient. The surgeon was able to retrieve the broken fragments. This was discovered during an rcr and subscapularis repair procedure on (B)(6) 2023.